Event description:
Customer reported when the alarm is in use with the nurse call cable, the nurse's station continuously sounds. The reported issue was discovered during set up, the date of the event is unknown. No patient injury was reported.

Manufacturer narrative:
Results: evaluation of the return product did not confirm the reported issue. The unit has power and the sensor function works properly when the use with a sensor pad. If the sensor cable is wiggled, unit alarms when weight is applied to the sensor pad. However, the nurse call led does not come on at the nurse call test fixture. The control mode button does not switch modes between voice and mute when the nurse call is plugged in. All the pins inside the receptacle unit are bent. (B)(4).